Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; prior to use for a procedure the user found they could not inject the air into the balloon. There was no patient involvement.